Event description:
While requesting assistance with insulin pump functions, the customer reported that he was in the hospital and had recently had a leg amputated. Customer also reported that he had recently had an exam involving a high magnetic field, and was having difficulty with the insulin pump. Customer stated that the nurses may have done something to affect the insulin pump's function. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.